Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately two months post deployment, CT scan revealed filling defects which supports pulmonary embolism. Following year, CT scan showed same pe. Later, the patient presented with abdominal pain. CT scan revealed that one of the filter limbs extends outside the ivc wall. Therefore, the investigation is confirmed for filter limb perforation. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment , it was alleged that the struts perforated and there was obstruction of blood flow in the filter . The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain and pulmonary embolism post implant; however, the current status of the patient is unknown.